Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2020, UDI#: (B)(4). H3. Analysis of the catheter identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver hydromorphone 10mg/ml and ziconotide acetate 5 mcg/ml. The dose was 3.5mg. It was reported that, during surgery, the surgeon questioned the integrity of the pump connector; it "looked frayed". No symptoms were reported. The doctor requested a new pump segment and a partial catheter replacement occurred. There were no environmental, external, or patient factors that may have led or contributed to the event. The issue was resolved. The event occurred intra-operatively. The patient had a medical history including cancer.